Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 40 previously reported events are included in this follow-up record. Product return status 30 devices were received. 9 devices were not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status 13 reported events were confirmed. 17 reported events were not confirmed. Evaluation results 23 devices were found to be affected by corrosion. 3 devices were found to be affected by worn bearings. 3 devices were found to be affected by shattered/damaged bearings. 1 device had no problem found.

Event description:
This report summarizes <noe> 40 </noe> malfunction events in which the device reportedly overheated. 35 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 40 previously reported events are included in this follow-up record. Product return status: 30 devices were received. 10 devices were not available for evaluation. Event confirmation status: 13 reported events were confirmed. 17 reported events were not confirmed. Evaluation results: 19 devices were found to be affected by widespread corrosion. 4 devices were found to be affected by corroded bearings. 3 devices were found to be affected by worn bearings. 3 devices were found to be affected by damaged/shattered bearings. 1 device had no problem found.

Event description:
This report summarizes <noe> 40 </noe> malfunction events in which the device reportedly overheated. 35 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 40 events were reported for this quarter. Product return status: 30 devices were received. 7 devices were not available for evaluation. 3 device investigation type has not yet been determined. Event confirmation status: 13 reported events were confirmed. 17 reported events were not confirmed. Evaluation results: 23 devices were found to be affected by internal corrosion. 3 devices were found to be affected by damaged bearings. 3 devices were found to be affected by worn bearings. 1 device had no problem found. 40 devices were not labeled for single-use. 40 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 40 </noe> malfunction events in which the device reportedly overheated. 35 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 4 events had patient involvement; no patient impact.